Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2018 that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was unknown. No symptoms were indicated and so no treatment necessary. Customer stated the device was exposed to moisture. Trouble shooting occurred but issue was not resolved. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.